Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost signal connection to the pump for greater than 15 minutes. Reportedly, a new transmitter was used and connection was resumed. No additional patient or event information was available. A root cause could not be determined.